Event description:
During a pci procedure, upon withdrawl of the maverick2 monorail balloon, the sheath broke. The maverick2 monorail balloon and the remaining length of sheath remained in the pt vessel. The lesion being treated was in the right coronary artery (rca). The physician used a second guidewire and a balloon, placed at the bottom of the guide catheter, to trap the broken fragment and remove it from the pt. The recovery of the fragmented balloon was performed and the pci was successfully completed. No add'l procedures were required. No pt injuries or complications were reported. Pt status is reported as 'stable'.